Event description:
It was reported that saline leaked from the bd posiflush¿ normal saline syringe plunger end while flushing the chemo line. The following information was provided by the initial reporter: "as nurse was flushing chemo line, the saline came out toward the nurses by the plunger end."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saline leaked from the bd posiflush¿ normal saline syringe plunger end while flushing the chemo line. The following information was provided by the initial reporter: "as nurse was flushing chemo line, the saline came out toward the nurses by the plunger end."